Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 07/26/2018, that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. It was reported dexcom values greater than 30 mg/dl different from meter and out of range symbols even when within 20 ft of receiver. No additional event or patient information is available. No data was provided for evaluation. The complaint confirmation of the reported inaccuracy could not be determined. A root cause could not be determined.